Event description:
While performing an iliac bone ablation, the probe was placed approx 4cm deep (measured from skin surface to lesion) and deployed to 5cm. The target temperature was set at 90c. The target temperature was reached and the ablation was performed for 6 mins prior to noticing the skin burn at entry point of the electrode. The ablation was stopped once skin burn was observed.